Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass displayed invalid data. The right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episode. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.